Event description:
The complaint states, "this was reported by a patient and concerns his advate infusion. The patient reported that he had a breakthrough bleed, which is why he was prescribed advate, and on friday, (B)(6) 2024, he proceeded to do his infusion and had trouble with the mixing device and withdrawing the medication, it came out everywhere and he only got maybe a half to one cc of his medication and he needs to get a replacement since most of the medication was wasted. He stated that the medication mixed properly, there was no issue with reconstitution, he stated that it was when he attempted to withdraw the reconstituted medication out of the device, it leaked everywhere and that is when he lost most of the medication. He stated that this is not the first time he has had issues withdrawing the medication out of the device, he said it is never a smooth process and he is aware of nurses at hospitals having the same issues with withdrawing advate. He stated that he has been trained and doing his own infusions since he was 12 years old and it is always an issue. He stated that he wished there was a different way that this medication could be given that would make it easier, he had asked previously and was informed that there is not a different way with this medication. He stated that he called accredo pharmacy on either friday or possibly saturday for replacement and he was informed that he needed to contact (B)(6) to report the issue and see about getting a replacement. He stated that he is not signed up with a program through (B)(6). He stated that it is hard to get in with his provider, she is two hours away. Ppd pqc intake agent advised patient of this complaint and warm transferred him to med info agent to report ae and get assistance with his replacement question. The patient does have the device available for return if needed and he will send in a photo to (B)(6)." Follow up information: "23apr2024: ppd pqc intake team received follow-up report from med info: this is a follow-up to pqc 019640 because ae-090522 was inadvertently not linked to pqc-019640 when it was created and submitted. In addition to linking ae information, dosing information was captured and not included in the report ((B)(4) units as needed for breakthrough emergency bleeds). Physician information is being added to this follow-up report in the event it was not included in the original report from pqc intake. On 22apr2024: ppd pqc intake team received follow-up report from med info: pqc-019640. Warm transfer from pqc. Follow-up to pqc-425579. Potential additional information. Patient provided expiration date. Event information provided by pqc agent. On friday when he attempted to give himself his infusion, he had trouble with the apparatus, all of the medication came out. It reconstituted okay. It was trouble with the baxject iii. He had trouble withdrawing it out of the device. It leaked out everywhere. He only got one-half to one cc of med. He uses this for breakthrough bleeds. He was having a breakthrough bleed and that is when he attempted. He called the pharmacy and the pharmacy said to call the manufacturer to report the device malfunction and ask for a replacement. Patient has not been able to reach physician yet but is calling physician. Referred to please let physician know event occurred and how to manage. Medical inquiries addressed. On 22 apr 2024 - (B)(6) called patient, he indicated he had trouble with getting the medication after it mixed. The medication leaked, he missed a dose. He was informed to send product back to accredo, (B)(6) will work with accredo for return. Patient indicated his issue is with the bj3 device, would prefer not to use it. On 07 may 2024 - (B)(6) called (B)(6), she indicated that she would pass on to the nurse who is working with patient. (B)(6) is trying to obtain the sample return of the product. Warmed transferred to the accredo (B)(6). Contact information provided. Accredo will call (B)(6) back. On 10 may 2024 - (B)(6) called (B)(6), the nurse on hand did not have any info. The nurse needed to call another nurse to get additional information, if the sample is still available. On 22 may 2024 - (B)(6) called accredo spoke at- (B)(6) she indicated no sample has been returned to accredo, contact information provided. If product is return, accredo will reach out to (B)(6) for return.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The complaint is not confirmed as no sample was received (physical or sample device photos), and no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. A review of the batch records associated with the manufacture of lot tata021b was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. No escalation, no deviation, and no corrective and /or preventive actions are warranted at this time. A review of the monthly report (apr 2024) for advate bj3 was also performed relative to the subcategory "leaking". The complaint rate for 2024 is approximately (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.